Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level increased to 250 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly detached from the abdominal infusion site, causing the cannula to dislodge. The patient also noted feeling fluid that appeared to be a mixture of blood and insulin. Following the detachment, her blood glucose rose significantly, and she began feeling unwell and nearly fainted shortly before arriving home. She administered an insulin pen injection and replaced the pod upon returning home. The patient stayed awake until 3:00 a.m. To monitor her glucose levels. As treatment, a new pod was applied.